Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis and the pt subsequently passed away. The break in aseptic technique was further described as pt made a mistake and had a break in aseptic technique. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt began treatment with injection vancomycin (1gram, loading dose, intraperitoneally (ip)) for peritonitis. On an unreported date, the pt began treatment with injection amikacin (750mg, daily, ip) for peritonitis. It was reported that the pt recovered from peritonitis but this was not medically confirmed. On an unreported date, the pt experienced sepsis. The cause of and treatment for sepsis was not reported. Ten days after the onset of peritonitis, the pt died due to sepsis. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.